Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of antibiotic fluid was flowing up into the primary infusion tubing despite having a backcheck valve. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of backflow from secondary to primary in a primary set with a check valve was not confirmed. The set model 2414-0500 that was returned for investigation from the customer does not contain a back check valve. No anomalies were observed on the received set during visual inspection. Functional testing was performed. The sets were set up in a secondary infusion configuration. Fluid flowed via gravity from the primary set. The slide clamp on the primary set was then closed. The secondary set roller clamp was opened and fluid flowed without incident of backflow. However if the slide clamp is not engaged, back flow will occur. This set does not come with a check valve and any secondary infusion therefore needs to have the slide clamp engaged. The root cause of backflow from the secondary to the primary is believed to be user error.